Event description:
A 2.5 mm diameter x 30 mm length endeavor otw drug-eluting coronary stent delivery system was inserted into a patient for the treatment of an unknown lesion. The vessel morphology was not reported. It is unknown if the lesion was pre-dilated. It was reported that the endeavor drug-eluting stent delivery system was inserted and the stent was successfully deployed. The physician attempted to remove the delivery system and met with some resistance when bringing back into the guide catheter. After several minutes the stent delivery system was successfully removed. The device was discarded. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation: results and conclusions: lack of information and device not returned for evaluation. Stent delivery catheter.